Event description:
The customer reports that there was air and blood leak observed before dialysis initiation from the catheter located above fixed suture wing. The catheter was implanted on (B)(6) 2010 and removed on (B)(6) 2013. A new catheter was implanted. There was no pt injury or ill effect.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.